Manufacturer narrative:
Sample received at manufacturing site.

Event description:
A surgeon reported recurring infections after cataract surgeries. These infections cannot get under control. This was not toxic anterior segment syndrome. There was no bacteria. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information received by the customer. The issue was a late inflammatory syndrome, sort of a late toxic anterior segment syndrome (tass) but it was not tass. The original vision of most of the patients recovered after intensive and long term treatment with cortisone drops. A couple of patients were sent for microbiological and anatomopathological research. No infectious case was found.

Manufacturer narrative:
Evaluation summary: the phaco handpiece was received and a visual assessment of the returned sample revealed no nonconformity. The returned phaco handpiece was tested for particulates. Particulates were observed and sent for analysis. The filter was visually and microscopically examined. Microscopic examination shows white/opaque particles up to 1mm in size, some reflective particles up to 65um in size as well as several natural and synthetic fibers. The white/opaque particles were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be poly (acrylate; styrene) (ft-ir spectra 1). The reflective particles were also isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Eds is aluminum (al), titanium (ti), and vanadium (v) (sem/eds spectra 1). The ti and v particles found have been previously related to an overtightening of the tip. The poly (acrylate/styrene) particles have been previously related to the tip wrench. Particles were found in testing; however, their relation to the reported infections remains uncertain. The product met specifications at the time of release. There are multiple factors that could contribute to the occurrence of endophthalmitis (infection). A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(4) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners.the system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, (B)(4) recommended practices, and the ascrs tass task force guidance document. The root cause cannot be determined conclusively.